Event description:
The customer would like the run data file investigated to determine if there was an rbc spillover during blood prime. The operator noticed blood in the platelet tubing after the first return cycle and suspected hemolysis. The operator ended the procedure without rinseback. There were no adjustments or other alerts during the procedure. This was a single platelet product collection. Donor unit# (B)(4). No medical intervention was necessary for this event. The disposable kit will not be returned as it has been discarded. This report is being filed due to insufficient info provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Conclusions: the run data file was analyzed. No unusual process variable was identified and the trima accel operated as intended. The signals in the run data file indicate it is possible, though not conclusive, that an rbc spillover could have occurred during blood prime. Investigation eval and corrective actions are in process. A follow up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record (DHR) was reviewed for this lot. There were no events noted in the DHR search that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. Based on the rdf analysis, what the operator experienced was a blood prime rbc spillover. Corrective/preventive action: for the most accurate collection of platelets, the operator should ensure that the most accurate donor information available is entered into the trima accel system as early as possible.

Event description:
The operator suspected hemolysis as a cause of the blood in the platelet tubing, but the lead rn suspected it was a blood prime spillover and wanted an run data file analysis to verify this.